Event description:
Event description guidant received information that this right ventricular lead had a high threshold measurement, and was unable to capture below 4 volts. All other measurements were stable. The physician attempted to reposition the lead 3 to 4 times, however each time the lead's threshold remained at 4 volts. As a result, the lead was explanted and will be returned. Laboratory analysis was requested. A competitor right ventricular lead was successfully implanted during this procedure, which resulted in a threshold measurement of 0.7 volts. No adverse patient effects were reported.